Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
This device is used for treatment not diagnosis. Date device received for evaluation. Examination is consistent with the complaint. Since the start of the thread is present the thread to head feature could be checked. However, there are not enough remaining threads to measure the thread profile, major diameter and minor diameter. All dimensions that could be measured were found to meet specifications.

Event description:
During a procedure for a mandible fracture, the head of a screw broke off during insertion. The head of the screw was retrieved and the remainder was left in the patient. The rest of the surgery went as planned.